Event description:
Customer reported having high blood glucose. The customer's blood glucose was 400 mg/dl. He also reported that his cannula was bent and he was not getting any insulin, causing him to have high blood glucose. The customer also reported his sensor glucose readings was not accurate with his blood glucose readings. The customer declined to troubleshoot for his sensors. He had inserted his sensor in another area of his body. Troubleshooting for high blood glucose found the customer was displaying symptoms of high blood glucose such as feeling tired, red eyes, excessive thirst and urination. The customer stated he did not test for ketones. The customer stated he had changed his infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).